Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue with a patient line extension. This occurred during drain one of four of peritoneal dialysis therapy. The patient stated that the patient line extension had become loose. The patient stated they would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.